Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was beeping and stated less than three months remaining. Boston scientific technical service representative reviewed the device diagnostic data and there was no low voltage fault has been declared. Furthermore, the device hardware was not detecting the loss of battery energy because the battery status indicator was not reflecting the depletion condition and was inaccurate. Moreover, this device was explanted. No additional adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded beeping tones and exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Device remained in service and replacement was recommended. This device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b2 (adverse event/product problem): "hospitalization" was added. B3 (event date) was corrected to (B)(6) 2020. B5 (problem description) was updated/corrected. E. Initial reporter: initial reporter was corrected to the hcp that reported this event. H6 (device codes): code "3273 - noise, audible" was added. H10 (additional MFR narrative) was updated with code 3191 meaning description. Patient code 3191 captures the reportable event of surgery. The returned cardiac resynchronization therapy defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded after the explant procedure was performed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was beeping and stated less than three months remaining. Boston scientific technical service representative reviewed the device diagnostic data and there was no low voltage fault has been declared. Furthermore, the device hardware was not detecting the loss of battery energy because the battery status indicator was not reflecting the depletion condition and was inaccurate. Moreover, this device was explanted. No additional adverse patient effects reported.